Event description:
It was reported oxytocin infused at faster different rate than what the drip chamber reported. Nurse paused, then restarted and it infused correctly. Customer reports this is a 5th instance. Bolus of oxytocin was confirmed by the heartrate decelerations of the fetus during initiation of the infusion. It was reported magnesium was administered to slow the rate of contractions. During manufacturer representative on-site visit, representative was able to view infusion set up of event as devices have been sequestered in clinical engineering department. IV set was joined at the bottom of the IV set at the last ¿y¿ site. The pump module doors have not been opened since the event. Representative did note the IV set loaded incorrectly causing a gap in the door. Education was provided by on site bd representatives regarding proper set loading as well as use of roller clamps and optimal pump height. Received a copy of customer's medwatch from FDA which states "alaris IV pump appeared to be bolusing pitocin that was set at a rate of 2 milliunit/min. Reference report: mw5146089".

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established, f24 - insufficient information. Correction: describe event or problem, FDA notified?, report source other. Additional information : report source, if other specify, imdrf annex f,a,g,b,c and d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of an over infusion of oxytocin was not confirmed or replicated, no devices or administration sets were returned for investigation therefore they could not be inspected or tested. No devices were returned for this investigation. Instead, photos and videos were received. An analysis of the provided media observed suspect s/n (B)(6) with a large door gap at the top of the module. The facilities clinical engineering department provided a video, which allegedly shows duplication of the issue. The video appeared to show, the fluid dripping into the drip chamber faster than expected f a programmed rate of 2ml/hr. The likely cause of the gap in the door was due to a misload event where the upper fitment is inserted incorrectly onto the fitment recess and the door was closed forcefully. The bd alaris system with guardrails suite mx user manual contains set loading instructions. The ¿set loading guide for the alaris pump module¿ contains steps to ensure proper loading of the administrations set and notes that if the door is not permitted to fully close unregulated flow or over infusion may result. The customer provided and event date of 11 september 2023 and the event time was reported to be from 12:00 pm to 3:59 pm. A review of the incident infusion was performed with the provided pcu device logs. Initial power on of the system occurred on 11 september 2023 at 3:15 pm, three minutes later the suspect pump module was programmed/started an oxytocin (drug ID 168), dose 2milliunit/min, vtbi 500ml and an initial primary volume (pvi) was recorded as 0ml. At 3:22 pm, the pump module was paused, two minutes later the infusion was restarted. At 3:26 pm, the pump module was channeled off. Pvi was recorded as 0.19ml. It is not known if any of the following conditions may have existed at the time of the reported incident. H3 other text : customer provided sample photo only. No device was returned.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported oxytocin infused at faster different rate than what the drip chamber reported. Nurse paused, then restarted and it infused correctly. Customer reports this is a 5th instance. Bolus of oxytocin was confirmed by the heartrate decelerations of the fetus during initiation of the infusion. During manufacturer representative on-site visit, representative was able to view infusion set up of event as devices have been sequestered in clinical engineering department. IV set was joined at the bottom of the IV set at the last ¿y¿ site. The pump module doors have not been opened since the event. Representative did note the IV set loaded incorrectly causing a gap in the door. Education was provided by on site bd representatives regarding proper set loading as well as use of roller clamps and optimal pump height.